Manufacturer narrative:
The microtip was disposed of. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 05713-03 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 05713-03. There were (B)(4) reported microtip unit failures from this lot. Lot 05713-03 has a failure rate of (B)(4).

Event description:
Handpiece did not prime.